Manufacturer narrative:
The mg filter was not returned for an investigation. A picture of the affected filter confirmed that the edges of the mouthpiece look deformed. The supplier was informed about the incident and confirmed that there were no anomalies during the production of the batch and all parameters of the injection molding process were within the specified limits. The supplier also reviewed the provided picture of the affected filter and assumed that the filter was not fully injected. Also if a part was not fully molded, then there are no sharp edges, as the edges would be rounded due to the viscosity of the material. As a resolution the customer discarded the defective filter and used different ones from the stock. Further investigation is not possible due to the fact that the filter was discarded by the customer. The risk evaluation results in a risk acceptance level of a medium acceptable health risk.

Event description:
It was reported to vyaire on (B)(6) 2025 that a patient used a microgard filter for a pft measurement and cut their lip due to sharp edges on the mouthpiece. To fix the cut lip the patient needed to be stitched. It was confirmed that the patient did not have any injuries to the lip before the incident. The healthcare professional instructed the patient to take and unpack the filter by themselves, since the patient have no sense about how the filter should look like or did not pay attention to the appearance of the filter so caused the incident to happen. The healthcare professional noticed no abnormalities to the microgard filter beforehand.